Manufacturer narrative:
The reported events of premature discharge of battery, telemetry communication issues, and no pacing output were confirmed. The device was received with no telemetry communication and no output. Analysis of the device revealed anomalous current drain from a defective integrated circuit (ic), consistent with the reported issue of unusual battery depletion, causing the reported events. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Failure event observed during analysis. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented during clinical follow-up to troubleshoot device radio frequency(rf) communication anomaly. Upon interrogation, it was noted that the device exhibited premature battery depletion and loss of low voltage output causing patient symptoms of arrythmia. The reported device was explanted and replaced on (B)(6) 2023. The patient was in stable condition.